Manufacturer narrative:
The device was returned to the manufacturer for investigation; device evaluation is in process.

Event description:
The event involved a leak of cytarabine chemotherapy from the hub of a trifuse set where all three lines meet. The leak came into contact with the patient, however, there was no report of harm, or the need for a medical intervention.

Manufacturer narrative:
H10: the complaint of leakage on the returned b33098 smallbore trifuse set could be confirmed. The set was leak tested per product specification. There was a leak observed from the hub of the trifuse where the three lines meet. There was a tear on the tubing found near the bonding location on one of the lines. The probable cause of the tear found is due to unintentional excessive force during use. A DHR (device history review) lot# 4167973 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.